Event description:
The pt is an electrician who apparently was exposed to current passing through his body while holding a ground wire and a live wire. During a follow-up evaluation, while exercising pocket 'stimulation' (reported as 'fasciculations') were observed with device programmed bipolar in both chambers (dddr). Upon inquire, the device was programmed dddr bipolar, and no back-up screen appeared. During pacing threshold test, unipolar spikes were observed until the pulse amplitude was decremented to 2v, where the representative reported spikes to be bipolar. During the test, the device went to back-up. Back-up reset was performed successfully. The representative reported that during exercise, pocket stimulation occurred when the rate exceeded 100 ppm.